Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the accuracy was off. Caller reported surgeon achieved 1.5 millimeter (mm) registration. Patient present. Surgical delay and patient impact not provided. Troubleshooting was performed. Technical services (ts) and the caller walked through the following: the caller reported starting at the forehead and going down to nose for tracing. Ts heard that registration was continuing when surgeon lifted the instrument from the patient (surgeon did not hold for 2 seconds on patient to end registration). Ts asked caller to verify surgeon was holding instrument on skin for 2 seconds to end registration. Ts recommended starting at the tip of the nose and doing the "xmas tree on nose and pedal pattern on the forehead." Caller reported registration was good but still "to the side of face." Ts asked site to add two touch points and after doing so, caller reported surgeon was comfortable with accuracy and would be continuing with case. There was no metal, the flat emitter used with 2" bed cushion between table, and the scan had a good representation of patient (no missing anatomy).

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: the source tag in section g2 for the initial regulatory report submitted for this product event, 1723170-2025-03026, was incorrectly populated. The section g2 source tag should have only have, "health professional" checked and not "foreign.". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site registered and navigated with no issue until they completed the m axillary sinuses. Then they moved to the ethmoid and realized that the suction was off. They attempted to reverify the instrument with no luck. They called tech services and was instructed to re-register but it wasn't working. Then they realized they forgot to pla ce the instrument in the divot. They then got disconnected from ts and continued with the case without issue and haven't had an issue since.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to b5, d, g3, h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was a maxillary antrostomy total ethmoidectomy. There was about a 30 minute delay in the case. No reported impact to the patient.